Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a damaged power cord. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device (10/3233): the getinge field service engineer (fse) that encountered the issue replaced the power cord reel (0012-00-1688-01) and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by a technician of the maquet national repair center (nrc). The nrc inspected the line cord, type d plug and observed a cut in the line cord. The nrc also observed indentations in the cord. The nrc verified the failure of a damaged power cord. The line cord failed testing. Retaining the line cord in the nrc per procedure.